Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6cm in diameter abdominal aortic aneurysm. It was reported that the final angiogram run showed an extensive clot throughout the graft and limbs. The physician had anesthesiologist perform an active clotting time test and discovered the patient was not properly anticoagulated. The physician then used a fogarty balloon to remove the clot. After performing another angiogram, the physician decided to implant two other manufacturer's stent graft limbs inside the endurant ii limbs to seal off the residual clot. The final angiogram confirmed the event had resolved. The physician stated after the procedure that the event not a stent graft issue, but was the patient's high resistance to anticoagulants. No additional clinical sequelae were reported and the patient is fine.